Manufacturer narrative:
Device is not available for evaluation by manufacturer. The lot number is unk, therefore, a device history record (DHR) review could not be performed. If sample becomes available or if additional info is received, a follow-up report will be submitted. Evaluation: conclusion: no evaluation will be performed.

Event description:
The event is reported as: the elbows are cracking or breaking when the customer is trying to put them in the fisher & paykel circuit. Issue was discovered prior to use on a pt during inspection/functionality testing. No injuries reported.